Event description:
Sponges are loosely woven, x-ray detectable strips are loosely woven into sponge. A 4"x8" sponges shredded while the surgeon was using them. The x-ray strip was not woven tightly into the gauze and just fell out. Name: surgicount safety sponge x-ray detectable 4"x8" master tagged dual, straight x-ray detectable strips, data matrix tagged, 12-ply. Lots nos: 8203, 7828, 7852, 7630, and 8241.